Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged of visualization of particles related to CPAP device sound abatement foam. There was no report of medical intervention being required. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected the device and observed the following from an external and internal inspection: unknown brown and black dust-like contamination/fibers at the air inlet of the blower box, light dust-like contamination on the blower motor seal, black contamination consistent with keratin at the air outlet of the blower box, tiny unknown black specks of contamination on the rear panel and bottom enclosure, few tiny pieces of potential hair or fiber on the rear panel and bottom enclosure, unknown black dust-like and potential hair/fibers on the front panel, red unknown line on the exterior of the top enclosure, unknown orange particles white and black dust-like contamination and potential hair/fibers on the inside of top enclosure and the blue filter was black with unknown dust-like contamination. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Evaluation method code, evaluation results code and conclusion code grid has been updated.